Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after this reset, the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if the malfunction code appeared again.